Event description:
It was reported that the caregiver raised concerns about bent infusion cannulas and fluctuating blood glucose while the user was operating the ilet with a dexcom g7, with noted inconsistent meal announcements, night eating to avoid lows, and irregular meals; additional training was scheduled for the caregiver. Symptoms included hypoglycemia to 42 mg/dl with weakness, anxiety, confusion, and slurred speech. Outcomes included transient low glucose lasting about thirty minutes without medical intervention or hospitalization, corrected with oral carbohydrates including glucose tablets and food. Investigation included complaint intake, troubleshooting, and user education, with a goodwill supply order and assignment for additional training. Investigation of this case revealed user technique and use-pattern issues related to missed meal announcements and meal inconsistency, along with reports of bent infusion cannulas that may affect insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors, including missed meal announcement and infusion site issues.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.